Event description:
Additional information received indicating that the device could not be interrogated during a separate follow up. Moreover, x-ray imaging was conducted but the device could not be located. It was suspected that the device may have spontaneously fallen out from the implant site without the patient's awareness; which the physician alleged could be the cause of the event of undersensing. No indication of pocket erosion was present as the incision site has healed. There was also no sign of infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, undersensing was noted on the device. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.